Manufacturer narrative:
Hemolysis / mechanical interaction with blood: the cause of the injury was not determined without returned product investigation and sufficient clinical details. Low or blocked pump flow: the cause of the low or blocked pump flow issue was not determined without returned product investigation and sufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that p9 support was insufficient to meet the patient¿s hemodynamic requirements, and support was escalated to extracorporeal membrane oxygenation (ECMO) with impella and ECMO-dominant support. Hemolysis was noted at p9 but resolved at p2; however, constant suction events persisted, attributed to right ventricular dysfunction resulting in a small left ventricular cavity and a potential positioning issue with the inlet near the papillary muscle. The intensive care unit team was managing right ventricular failure with the intent to increase left ventricular cavity size. Complicating management, backflow in the ECMO circuit was limiting anticoagulation, raising concern for thrombus formation. Doppler assessment confirmed no current flow issues through the cannula. No additional information was provided.